Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was 500 mg/dl. The customer stated that she experienced nausea, vomiting and dehydration. She was hospitalized for 3 days, treated and released. She stated that she was handicapped and had issues with where she could wear the insulin pump and get to it. She noted that when the issue occurred, her pants pulled the infusion set out so that she did not receive insulin. She advised that she did not have enough fat for her insertion site, so she was treating with manual injections in her leg. She advised that she was taking a break from the insulin pump. She noted that she did not have any issues since. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.